Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage on the reservoir compartment of the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she cannot screw the reservoir into the compartment. The customer stated that she rolled over in bed, and the reservoir came out of the pump. The customer stated that pieces of casing were missing. The customer stated that the pump has not been dropped or bumped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.